Manufacturer narrative:
Analysis noted that the analyzer patient connector pins were very damaged and the analyzer was unable to be tested. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.